Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the insulin pump alarmed no delivery and motor error. Customer was about to eat breakfast and got motor error alarm. Troubleshooting was done. Customer' s blood glucose was 300 mg/dl. Customer treated with insulin pump. Customer stated about a month ago she went through security and metal detector. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional tests and no excessive no delivery alarm or motor error alarm was noted. However, moisture damage was noted on the motor assembly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.